Event description:
An altitude alarm was reported on the pump, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had already started procedures to resolve the issue before contacting support. Technical support advised cleaning the speaker holes and provided instructions to load a new cartridge and resume insulin delivery. The customer confirmed that the alarm did not recur, and it was determined that the original cartridge did not vent properly. The pump resumed normal operation.